Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a primary audible alarm error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had top and bottom cases are in good condition, had visible contamination by the plunger head. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced speaker as preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 06-jan-2017.

Manufacturer narrative:
Other, other text: h4: correction: device manufacture date: 06-jan-2017.